Event description:
A patient reported experiencing inaccurate erratic results using a lifescan meter. The patient's blood glucose results were 46 mg/dl, 76 mg/dl, 82 mg/dl. Test were done within < 10 minutes with a difference of 21 mg/dl. Patient did not experience any adverse events. No further information has been reported.